Event description:
A customer observed negatively biased phyt results from a pt sample. Biased results were reported to the physician, and corrected reports issued after retesting. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.